Manufacturer narrative:
Correction to b3, b3 was inadvertently left out of the report. Correction to g2, health professional was inadvertently selected. Correction to h10, the first reported olympus culture was in fact the customer culture results at the time of the event. Olympus culture conformed to the regulation requirements. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for information received regarding hygiene microbiological investigation (hmi) results. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. All channels tested positive for more than 80 colony forming units (cfu) per 100 milliliter of microorganism. The obtained results were not in conformance with the requirements. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for information received regarding hygiene microbiological investigation (hmi) results and device evaluation findings. The device was retested as the results obtained after the first hmi test were not in conformance with the requirements. Upon retesting, all channels tested positive for less than one (1) colony forming units (cfus)/ endoscope of revivable microorganism. Overall, the results are in conformance with the requirements. The returned device was evaluated. The distal end was deformed and distal end cover had a scratch. The adhesive of the bending section cover was separated. The control unit mouthpiece was defective. The channel mount had wear and tear. The suction cylinder had a scratch. The connector was cracked. The control unit angulation in all direction was less or specified value. The biopsy channel had cuts. The image had grains. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer regarding endoscope contamination. Please see updates to h10. The customer stated that the subject device was not used in a procedure while waiting for the results. After the positive culture, the device was quarantined. The device was reprocessed seven times before sampling. The sample was taken within 12 hours after reprocessing. The device was stored in a tray before sample collection. The date when the device was used in a procedure was reported as 12-apr-2023. The investigation is ongoing. A supplemental will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for unexpected contamination. The hygiene microbiological investigation (hmi) findings indicated, presence of microorganism in the scope. The issue was found during routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Follow up in progress to obtain additional information regarding the event. The device was returned. Device evaluation anticipated, but not yet begun. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is provided by the user facility.